Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
A healthcare professional reported ¿patient complaint on a change in shape and pain in breast¿, ¿capsular contracture both sides baker iii¿, and ¿both sides ruptured. This record relates the left side. The device has been explanted.

Event description:
A healthcare professional reported, ¿patient complaint on a change in shape and pain in breast¿. ¿capsular contracture both sides baker iii¿. And ¿both sides ruptured. This record relates the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. And observe,d opening striated on posterior side assessed, as surgical damage. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: white particles on the surface of the shell observed, wear abrasion observed, crease fold observed. No further actions are required, as the device was implanted.